Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with a hematoma and infection. It was also noted that the lateral part of the incision appears to have never approximated and healed. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.